Event description:
Neurostimulator device implanted on (B)(6) 2016. Pt neurologically intact on the morning of (B)(6) 2016. Upon rep turning on the neurostimulator device, pt lost sensation and movement from waist down. She was taken back to surgery and stimulator was removed, but pt did not regain function.